Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely dust accumulated inside the device and the cooling fan malfunctioned. This led to the rising temperature, lamp malfunction and e102 error. This issue is addressed in the instructions for use (IFU): "avoid using the light source in a dusty environment. This may damage the light source."

Manufacturer narrative:
Additional information is not yet available for this event. Upon troubleshooting, the technical assistance center specialist found that the device was covered in dust and advised the customer to clean the device with canned air, as dust can lead to the over heating of the lamp and causing the e102 error. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, an e102 error message for lamp over heating was observed for the device. There is no patient harm reported.